Event description:
Procedure type: laparoscopic donor nephrectomy. According to the reporter: the surgeon tried to fire the ta, he clamped down and the product would not fire. It shortened and bruised the artery making it more difficult to complete the anastomosis in the recipient. The handle was squeezed to fire. No staples were deployed after firing the instrument. Another ta was opened to cut the artery. The artery was already clamped down on during first attempted firing-they had to fire at a more superior level. The clamping during the first attempt bruised the artery. Patient is in recovery and doing okay. No reinforcement material was used. There was no bleeding reported in excess of 500cc. The cause was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).